Event description:
Customer reported the vseries monitor's display froze, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's carrier board and cpu service kit. Unit was calibrated and safety tested to factory's specifications.